Manufacturer narrative:
B3 - date of event was updated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs7ezci. Hardware: sm-s918u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported use of a pod on the abdomen for an unknown duration prior to the associated alleged allergic reaction. The patient did not recall the exact event date; therefore, (B)(6) 2026 was assigned as an estimated date for reporting purposes. The patient reported redness, rash, and significant itching at the application site, with generalized rash also described. The patient reported scratching resulting in minor bleeding. No blood glucose values were reported. The patient sought medical attention while wearing the product for approximately 7 hours. Exact dates of treatment and discharge were not recalled. The patient reported a medical assessment of possible inflammation or viral condition. Treatment included a prescribed antibiotic cream. The patient reported discontinuation of product use following healthcare provider advice.